Event description:
Caller states the pt tested 3.7 inr on the coaguchek s system and 2.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.